Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the 10x80 wallflex biliary stent was deployed; however, it was noted that it was too big. Subsequently, a 10x60 stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0203 captures the reportable event of stent size incorrect.